Event description:
According to the reporter: customer and sales representative inform that when opening the package, the metallic ring where the dissector shaft is loaded was disengaged from the device. They put it back on it's place, sent the device to sterilize and the ring was back disengaged from the device. No patient involved.

Manufacturer narrative:
(B)(4).